Event description:
Boston scientific crm received information that during a pacemaker replacement procedure for normal battery depletion this right ventricular (rv) lead was stuck in the connector. The physician drilled through the back of the connector to free the pin. No damage was reported on the lead, and the physician was able to reuse the lead with the new pacemaker. No adverse patient effets were reported.

Manufacturer narrative:
The pacemaker was explanted for normal battery depletion. A request for product return has been made. As the lead is still implanted, it will not be returned for analysis. The pacemaker was returned eight months later for analysis. Upon completion at our post market quality assurance laboratory, detailed testing noted the header was slightly loosened, however the feedthrough wires were intact. Microscopic visual inspection of the inner seal reigns revealed evidence of silicone to silicone bonding in the ventricle inner seal ring. The cause of lead extraction difficulty was due to silicone to silicone bonding between the lead body insulation and header inner seal rings. The device forwarded to archive.